Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving three shocks from their implantable cardioverter defibrillator. Device interrogation revealed that the device incorrectly identified the heart rhythm as ventricular fibrillation. Programming changes were made to resolve the issue. Patient was in stable condition.